Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was receiving dilaudid and bupivacaine (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported that the patient moved to a different state and was unable to find a physician to manage the pump. The patient had been due for a refill on (B)(6) 2015, but she missed her refill. The pump started to alarm on (B)(6) 2015. No patient symptoms were reported. Additional information was requested regarding what actions were taken to resolve the issue, but it was not available at this time. Additionally, follow up was requested to see if the patient was able to find a physician. If additional information is received, the event will be updated.